Manufacturer narrative:
Photo evaluation: 1 photo was received for investigation. Unable to evaluate the reported leakage defect from the returned photo due to the photo was only showing a zoom out view of the products inside packaging. Based on device history record review, no abnormality was observed during the production of the affected batches. As current controls, there are outgoing and hourly in-process visual inspections in place to check for adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. As the actual sample was not returned for investigation, the actual root cause could not be determined.

Event description:
Material#: 381233 lot#: 2234335 it was reported by the consumer reported the issue the customer is having is they are leaking from the pink connector, and this could increase the risk of infection I have attached our product complaint form. We will be crediting the customer 7 boxes. Verbatim: rcc received a complaint via email. Email(s) attached. We have received a complaint for 7 boxes of item 333-381233 lot#2234335 exp.2027-08-31. The issue the customer is having is they are leaking from the pink connector and this could increase the risk of infection I have attached our product complaint form. We will be crediting the customer 7 boxes. Please let me know how to proceed. Occurrences: recurring - customer did not record product code: 381233. Product description: catheter IV insyte 20x1.01in pink . Lot/serial #: (B)(6). Expiry date: 8/31/2027.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.0in leaked. It was reported by the consumer reported the issue the customer is having is they are leaking from the pink connector, and this could increase the risk of infection I have attached our product complaint form. We will be crediting the customer 7 boxes. Verbatim: rcc received a complaint via email. Email(s) attached. We have received a complaint for 7 boxes. The issue the customer is having is they are leaking from the pink connector and this could increase the risk of infection I have attached our product complaint form. We will be crediting the customer 7 boxes. Please let me know how to proceed. Occurrences: recurring - customer did not record. Product description: catheter IV insyte 20x1.01in pink.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. All the returned representative samples passed visual inspection and functional tests results were within the product specifications. As current controls, there are outgoing and hourly in-process visual inspections in place to check for adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. As the actual sample was not returned for investigation, the actual root cause could not be determined.

Event description:
Material#: 381233. Lot#: 2234335. It was reported by the consumer reported the issue the customer is having is they are leaking from the pink connector, and this could increase the risk of infection I have attached our product complaint form. We will be crediting the customer 7 boxes. Verbatim: rcc received a complaint via email. Email(s) attached. We have received a complaint for 7 boxes of item 333-381233 lot#2234335 exp.2027-08-31. The issue the customer is having is they are leaking from the pink connector and this could increase the risk of infection I have attached our product complaint form. We will be crediting the customer 7 boxes. Please let me know how to proceed. Occurrences: recurring - customer did not record product code: 381233. Product description: catheter IV insyte 20x1.01in pink lot/serial #: (B)(6). Expiry date: 8/31/2027.